Manufacturer narrative:
The field representative reported that a colleague went to the hospital the day after the implant procedure for troubleshooting. Via x-ray, it was confirmed the terminal pin was correctly inserted into the device header and no air was observed within the system. The following day, a 10 joule shock was delivered to test the system and the shock impedance was 129 ohms. The cause of the oor impedance measurement observed during the induction could not be determined. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and induction testing was performed. The induction was successful, with normal sensing, detection, and conversion. However, the shock impedance measurements for the induction was high, out-of-range (oor), such that the impedance could not be measured. A boston scientific technical services consultant discussed potential causes for the oor measurement. The field representative planned to obtain x-rays to verify electrode position, the connection between the electrode and device, and to see if air was present around a sense electrode. No adverse patient effects were reported.